Event description:
It was reported that during a robotic laparoscopic gastrectomy procedure, when the team tried to attach bipolar maryland forceps (bmf) to sterile interface module(sim), it displayed an error message stating "instrument was attached with tip below port. Insertion disabled. Withdraw instrument and check for instrument damage". The bmf was not recognized, no matter how many times it was attached. Then the team replaced the sim, again same issue happened. The system was restarted to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.